Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise that was oversensed by the device. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates the patient experienced mild dizziness due to pacing inhibition. The noise was not reproducible in clinic. Programming changes were made on (B)(6) 2021.